Event description:
It was reported that as the absolute stent delivery system (sds) was advancing on the non-abbott guide wire, prior to entering the pt, it was sticking. Some "gunk" was observed on the guide wire, so the decision was made to remove the absolute and wipe down the guide wire. As the sds was being retracted, the tip detached and the stent partially deployed. The device was set aside and a new absolute was used successfully. There were no pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: the self expanding stent system (sess) was returned with blood in the guide wire lumen and tip, suggesting that the sess had been advanced over a guide wire as reported. There was no saline visible. The handle was in the locked position. The stent implant was dislodged from the sess as reported. There was no damage noted to the stent implant. The distal sheath was not retracted. The soft tip was separated as reported. The separation was at the tip seal. There was a longitudinal tear on the distal edge of the tip for a length of .5mm. There was a kink in the shaft 2 mm distal to the strain relief tubing. There was no other damage noted to the sess. The guide wire used during the procedure was not returned. During functional testing, the handle was opened and the rack was in the distal position and not retracted. There was no damage noted to the internal mechanisms. A new guide wire was back loaded but would not advance past the kink at the strain relief tubing. Based on the reported info and results of the returned product, it appears that the tip separation and premature stent deployment is a result of the resistance encountered with the non-abbott guide wire. Although the guide wire was not returned for analysis to determine a cause for the resistance or reported "gunk" on the guide wire, it appears that the tip became frozen with the guide wire and upon retracting; the tip was subjected to force beyond the material limitations, causing the tip to separate. Additionally, this pulling force applied to the tip (which is also attached to the stent holder) caused the stet to pull out from the distal sheath, resulting in the premature deployment. The noted tear in the distal end of the tip was likely caused by the reported resistance with the guide wire. The kink noted near the strain relief is likely due to handling during packaging for return to abbott vascular for analysis. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot. Additionally, the lot release testing results were reviewed and this lot met all release criteria. Overall, based on the reported info and condition of the returned product, the reported resistance with the guide wire and subsequent damage noted appear to be related to case circumstances, and there is no indication of a product deficiency. During mfg, all self expanding stent systems are 100% visually inspected for damage at multiple operations prior to loading into the dispenser coil and packaging.